Event description:
It was reported that the patient's ipg was explanted and replaced on 13 may 2021. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was inoperable. Reportedly, the patient received the end of life message. Surgical intervention is anticipated.